Event description:
Balloon had been properly prepped blue one-way valve attached to balloon negative pull back done (champagne pop) valve left in place, balloon flushed, removed from package began to unwrap, got stuck in the sheaths which then had to be exchanged.